Event description:
During non-clinical, the user reported when the field service rep retrieved a pc board from stock, he observed a broken connector. No other details regarding the nature of the event were provided. Since the event occurred during non-clinical, there was no pt involvement during this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.